Event description:
It was reported the dsh95 was used during laparoscopic cholecystectomys. It was reported bile leaks developed and the pts were readmitted to the hosp for pain. It was reported the surgeon reported the leaks are associated with the dsh95 not sealing the bile ducts in the liver bed. No other info is available at this time.